Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom x.cite CT scanner. During patient positioning for a thorax/abdomen scan, the user reported that while moving the table with a patient on it into the gantry, the table kept moving after having released the ¿move¿ button. Once the table moved to the end-position, the buttons on the left gantry panel became unresponsive. After pressing the emergency stop button and clicking ¿ok¿ on the control box the scan could be finished as planned. Following the scan, the system was shut down, restarted and showed error messages. No patient injury or adverse health consequences were reported as a result of this event, and a rescan was not required. This incident is being reported in an abundance of caution. The incident is currently under comprehensive investigation. A final report will be submitted upon its conclusion, and any new, relevant information will be reported as it becomes available.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The problem was resolved by replacing the defective gantry panel board (gpb). This component has been identified as the root cause and the system has been restored to clinical operation. The replaced hardware was returned for detailed analysis, and no faults were detected under test conditions. A safety assessment has been conducted. No systematic or design-related issues were identified, and further investigation is not required.